Event description:
It was reported that the pt has severe pain.

Manufacturer narrative:
The pt is (B)(6), which is overweight. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.